Event description:
Had experience with freestyle libre 3 and freestyle libre 3 plus from early (B)(6) 2025 through mid-(B)(6) 2025 for my blood sugar monitoring per my doctor's instruction after my open-heart surgery. The alarm functions of both products failed frequently and showed false readings which caused horrible reactions, especially it happened many times during mid-night and afflicted sleep totally. I finally decided to stop using these freestyle libre products and switch back to finger pick monitoring system. Pt code: 2517. Device codes: 1012, 1535. Ref report: mw5180206.